Event description:
It was reported the patient had an ultrasound and was on a therapeutic dose of warfarin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported peripheral thromboembolism could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), mlp-014515, until they expired on 07dec2020 (related manufacturer report number 2916596-2020-06011) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020 for left leg venous thrombus with partial obstruction of left peroneal vein despite therapeutic inr.